Manufacturer narrative:
The customer¿s report of a system error 255-16-275 during infusion was not confirmed. However, at the time of the reported incident, an 800.8000 error was recorded in the logs, indicative of the system error experienced by the user. Physical inspection noted the device was in good condition. Analysis of the log shows that at 2:06:13 pm on (B)(6) 2018, the system was powered on in the adult profile, with 3 pump modules attached. At 4:08 pm, a remote infusion program was attempted on channel c. A second later, the system alarmed, recording error 800.8000. Key press simulation of the infusion that was programmed just prior to the error code did not replicate the error. The proximate cause of the customer¿s report related to a system error 255-16-275 is attributed to a software anomaly. The root cause of the system error was not determined. During a 255-16-275 system error, active infusions will continue to infuse; however the user will not have the ability to titrate infusion parameters.

Event description:
The customer reported that during a patient infusion of norepinephrine the device exhibited a 255-16-275 system error. There was no patient harm.